Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. It passes the test according to the service manual, however, it displays code 54 detach_batconnected_depleted, referring to a problem with the battery or system pca. The valves do not need to be replaced. Note additional failures observed - the connectors are in good condition, and the housing has yellow stains on the outside. Are manufacturing date, data matrix/barcode, revision of original label.